Event description:
It was reported that during the prep of a proplege, there was an issue with the balloon inflating and deflating unusually slow. It was decided not to use the device and another was opened for use.

Manufacturer narrative:
Product will be evaluated upon receipt.

Manufacturer narrative:
The returned device was evaluated and found to have a kink in the catheter shaft approximately 3cm proximal from the tip. It was also found that the balloon would not deflate when tested. The complaint was confirmed. The root cause of the inflation and deflation difficulty is most likely due to the kink that was observed in the returned device. The root cause of the kink is unable to be determined. Trends for this issue are in control and will continue to be monitored. Manufacturing records were reviewed and there were no related product non conformances found. There will be no pra or CAPA initiated at this time. The instructions for use, training, and risk control measures are appropriate at this time. Trends will continue to be monitored through the edwards quality system.